Event description:
It was reported that during device interrogation, a pr error was observed. Data was submitted to technical services for review. Engineering noted the fault was related to a hardware/firmware issue and therapy remained available. It was noted the fault was intended to prevent the device was pacing at too high a rate. However, at the time of the fault, there was no reason for the device to provide pacing and the device appeared to be functioning normally after the fault. Further information from the patient confirmed they did hear the beeping tones in april, when the fault occurred, but did not realize this meant they should come sooner than their scheduled follow up. They worked for a computer company and did need to visit the server room on occasion, but otherwise there were no activities or environments that were remarkable. Engineering confirmed therapy was unaffected and the device could remain implanted and in service, with normal follow ups.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Engineering confirmed therapy was unaffected and the device could remain implanted and in service, with normal follow ups.